Manufacturer narrative:
Concomitant medical products: product ID :39565-65, b)(4), implanted: (B)(6)2010, product type: lead. Corrected to include adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had their battery replaced due to normal battery depletion. They stated that they met with their manufacturing representative (rep) for routine adjustments, and the rep noticed that the patient¿s settings were extremely high, and then found out that ¿half the leads are out.¿ the patient noted that during their adjustment, they could not find a combination that was very comfortable, so they put their settings back to ¿6 and 2.¿ they mentioned that their settings have been lowered since their adjustment appointment. The patient stated that they had an appointment scheduled to fix their leads. No further complications were reported.

Manufacturer narrative:
Other applicable components are: : product ID 39565-65 serial# (B)(4) implanted: (B)(6)2010 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the impedances were high on 5 of the 16 electrodes. The reference electrode was switched to number 1, which resolved the issue. Patient¿s healthcare provider would like her to have an MRI compatible lead so she is scheduled to have her seven-year-old lead changed on (B)(6)2017. No further complications were reported/anticipated.